Event description:
Customer complaint alleges "the user was not able to connect the adaptor to the flowmeter because the connecting part assembly was so unstable. Therefore, a new unit was opened instead." No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and signs of use were observed. No other issues were found. During the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor and the upper body component was unstable. Even with that condition, the sample was able to be tested on the oxygen entrainment testing with satisfactory results. After the testing was finished, the adaptor was carefully disassembled from the upper body and was visually inspected. During the visual inspection it was found there was wear on the internal tabs. A device history record review was performed and there were no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated or the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the investigation performed, the reported complaint was confirmed. Although the condition was observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the user was not able to connect the adaptor to the flowmeter because the connecting part assembly was so unstable. Therefore, a new unit was opened instead." No patient involvement was reported.